Event description:
Information was received indicating that a smiths medical medfusion pump was not alarming properly. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the rig the top case was counterfeit and cracked by the left bottom corner and the tube holder was broken. There was visible contamination found by the plunger head and the l bracket pole clamp. A review of the event history log (ehl) identified auxiliary control unit (acu) power strobe failure and depleted battery. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main printed circuit board (pcb) and battery as preventive measure. Performed power up process and self test.